Manufacturer narrative:
The investigation for access site bleeding, pump stop, and infection has been completed. The impella device was not returned for evaluation. The pump was not returned for investigation. Logs files were provided prior to explant time. The data log showed a spike in motor current accompanied by deviation in speed, increase in the placement signal, and decrease in pump flow. This event coincided with the exchange of a venous line. Activated clotting time was maintained throughout the case. The end of the case logs were not provided, which would show the pump stopping with a high motor current alarm reported during case run. The cause of the pump stop issue was biomaterial, based on provided logs and given clinical details. Some oozing occurred while replacement of introducer sheath to reposition sheath was inserted. Insertion site stopped oozing after two additional purse string sutures with forward tension. The cause of the access site bleeding issue was most likely use related. The root cause of the infection cannot be determined because evidence has not been provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ impella rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿

Event description:
The complainant reported that during the impella rp flex placement there was oozing from the access site. The sheath kept coming out from the site causing bleeding. Extra purge string and forward tension were applied. It was further reported that the team suspected sepsis, so a decision was made to change the pulmonary artery line. Impella flow dropped with higher p-level during line exchange without evidence of reducing the p-level. Early the next day, there was a pump stopped. Motor current high alarm came up. The family decided to stop escalation of therapy and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.